Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30422947m number, and internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During pvc mapping following an increase in sinus rate, the patient became hypotensive and the movement of the cardiac shadow was poor. Pericardial effusion was observed in the intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. The procedure could be completed after it was confirmed that the patient¿s blood pressure was restored and the accumulation of pericardial fluid had stopped. The patient was then moved to the intensive care unit for observation. There¿s no indication that extended hospitalization was required. The physician commented that although the exact adverse event timing is unknown, it is likely that had occurred when mapping with the stsf catheter. No bwi product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threating and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, bwi received additional information indicating that the patient's gender is female. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).